Event description:
It was reported that the ventricular lead dislodged one day post implant; the lead was repositioned on (B)(6) 2010. At follow-up on (B)(6) 2010, loss of capture was noted. The lead was explanted and replaced due to clavicular crush damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.